Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 7. On (B)(6) 2024 , fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.